Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc221850e0, model: sc-2218-50e, serial: (B)(6).

Event description:
It was reported that a potential sign of infection was noted following an end of trial spinal cord stimulator (scs) lead pull procedure. The explanted leads were discarded.